Event description:
It was reported that a patient underwent a procedure to treat papillary thyroid cancer on an unknown date and a topical skin adhesive was used. The patient experienced post-operative skin inflammation. The patient was discharged four days after surgery however, a feeling of itch occurred starting on the fifth day from where tape was attached to keep a drain in place. Approximately three weeks post operatively an inflammatory reaction began at the neck and was treated with steroids. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent a procedure to treat papillary thyroid cancer on (B)(6) 2015. The patient has been doing well and will be followed up at dermatology. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hph076.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.